Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to high out of range pace impedance measurements when it comes to this right ventricular lead. No further changes were made and the lead remains implanted. No adverse patient effects were reported.